Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Moreover, the definitive root cause for both events (defective thread, and a chipped lens adhesive) could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited foreign material on the light guide rod lens, a defective thread, and a chipped lens adhesive. There were no reports of patient involvement.